Event description:
Additional information received from the healthcare provider (hcp) reported she was getting a lot of calls from the patient's wife regarding the cause of the patient's death, but the hcp really didn't have any information. From what the patient's wife told the hcp the patient's autopsy said he died of cardiac arrest but she was trying to blame it on the stimulation therapy so she could sue someone. The hcp didn't have the name of the hospital the patient was in before he passed away or the name of the primary care physician, and suggested to contact the patient's wife.

Manufacturer narrative:
Lead model unk lot: unk implanted: (B)(6) 2005 explanted: na. Extension model 748251 serial: (b)(64 implanted: (B)(6) 2005 explanted: na. Neurostimulator model 7426 serial: (B)(4) implanted: (B)(6) 2005 explanted: na. Lead model unk lot: unk implanted: (B)(6) 2005 explanted: na. Extension model 748251 serial: (B)(4) implanted: (B)(6) 2005 explanted: na. Programmer model 7438 serial: (B)(4).

Event description:
See also MFR: 3004209178-2012-01867. It was initially reported that the patient died after falling from his wheelchair (during an attempt to pick up a tissue). The death was noted to not be related to the device. The patient died the day after the fall. Additional conflicting information was provided. The patient had a loss of effect after a fall on (B)(6) 2012. The patient hit the area above their right eyebrow. After the fall, the patient was "out of it" and not moving much. The death was not mentioned at this time. Clarification from the patient's physician was attempted, but the patient was not an established patient. Clarification from another medical facility did confirm the patient's death on (B)(6) 2011. However, cause of death could not be provided. The patient had not been admitted to the facility during 2011 nor did they die at the facility. No additional information could be obtained. If additional information is obtained, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator. Product ID: neu_unknown_lead, implanted: (B)(6) 2005, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
A consumer later reported that the patient was deceased on (B)(6) 2012 and stated that "the cause of death was pulmonary disease and parkinsons". It was noted that the patient died "after he fell and hit his head the day before". (On (B)(6) 2011). The caller wanted to know if the death was related to the fall. Reported cause of death: "pulmonary disease and parkinsons but I don't know if the fall was part of it or the cause". Indication for use was noted as parkinsons dual.